Event description:
Additional information received reported the issue with the patient¿s stimulation turning off was due to be a ¿flat finger¿ issue. The sync and on/off buttons on the patient programmer are close to one another which allows the patient to inadvertently turn of the implantable neurostimulator (ins) especially when they try changing programs at night.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, lot# va0jvss, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s device would occasionally turn off while sleeping. This had occurred at least three times since activation after implant, which was approximately (B)(6) 2014. No troubleshooting had been performed for this issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.